Event description:
A distributor notified zoll that an (B)(6) male patient passed away on (B)(6) 2015 while in a nursing facility. It was reported that the patient coded while at the facility and nursing staff performed CPR before paramedics arrived. A review of patient download data revealed that the patient received five appropriate 150j treatments from the lifevest prior to passing. The first treatment was delivered during vf at 01:56:54. Post-shock rhythm was asystole transitioning to an idioventricular rhythm which degraded to vf. The second, third, and fourth shocks were delivered between 01:57:33 and 01:58:38 during vf. These treatment shocks resulted in a post-shock rhythm of asystole, which transitioned to bradycardia and then degraded back into vf. The fifth treatment was delivered at 01:59:12 during vf. The treatment failed to convert the rhythm and the patient remained in vf. Per the patient ECG strips, at 02:06:14 CPR was administered and the patient received what appeared to be four non-lifevest external defibrillations. At 02:06:27 an asystole event was recorded. The ECG strips showed CPR and signal artifact. Between 02:20:56 and 02:25:37, the ECG strips showed the patient was in atrial fibrillation with a ventricular response at 40-90bpm with signal artifact. The patient was in atrial fibrillation when the belt was disconnected at 02:25:35. The patient passed away.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The monitor was found to be fully functional. Belt sn (B)(4) has not yet been returned to zoll for evaluation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event.